Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft was intended for the endovascuar treatment of an abdominal aortic aneurysm in a patient in 2001. It is reported that the patient had difficult anatomy with excessive tortuousity and severe calcification, which made access difficult. The physician used a 22 french sheath but had difficulty with orientation of the device. The physician cranked their reusable handle to deploy the stent graft until eventually the graft cover broke. The graft cover did not retract and the stent was not exposed. The device was removed from the patient and another device of equivalent size was inserted; however, the same circumstances occurred and the graft cover broke with the attempt at deployment. It is reported that the delivery catheter was removed and a third device of equivalent size was successfully deployed. It is reported that the patient is fine and no clinical sequelae were reported. The device was discarded by the facility.

Event description:
Add'l info rec'd by medtronic ave reports that the catalog and lot numbers initially reported are incorrect. The correct catalog number is yrbr2816165. The correct lot number is mo1h750025.